Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that there were several attempts made to implant two different atrial leadless pacemakers. The doctor became frustrated and abandoned the implant due to unknown issues. The implant was completed with only a ventricular device. Patient was stable.